Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, physician reported that couldn`t closed the stapler. Stapler cut the tissue but didn`t saw it. To procedure completed physician used stapler cs40g. Surgery delay about 1 hour. No consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5738y. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.